Event description:
Reportedly the pt was seen by their surgeon for follow up in the surgeon's office. Pt had abdominal pain, abdominal distention and evidence of abdominal wall collection. Pt had a previous abdominal hernia repair approximately 6 weeks prior, had a jackson-pratt catheter in the abdominal hernia site that was removed 10 days post-surgery. At the present time pt has a fluctuant area of the abdominal wall. Pt was pyrexic and pt was admitted via the ER. Pt underwent re-op in 11/2004 at which time pt had an excision of mesh together with cultures and bacteria sensitivities of the fluid that was present in the abdominal wall. Removal of mesh occurred. Wound was irrigated with normal saline and then pulsavac of 3 liters with 5000 units of bacitracin. Excellent hemostasis was obtained. Wound was packed with 9 yards of iodoform packing. Pt did well. Post-op pt was placed on antibiotic, seen by infectious disease control, placed on vancomycin flagyl and cosyn. Pt had a repeat surgery in 11/04 where pt underwent abdominal wound debridement.